Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up concluded that the patient was seen in clinic and the lv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing and high left ventricular (lv) lead thresholds were noted along with low impedance. It was also noted that the lead trend had not been stable since implant. The lv lead is still in use. No patient complications have been reported as a result of this event.